Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator was in backup vvi mode. A device download or restoration was not performed due to the device's age. The device was explanted and replaced. The patient¿s condition before, during, and after the procedure was stable.